Event description:
Concerned about the safety of chair around children because no lock and easy to activate. On day of event a child jumped onto chair. Rptr had to jump out of bed to protect child. Rptr hurt self getting out of bed. Contacted MFR and distributor. They showed no concern.